Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a hard drive issue. At application of power, the computer began a boot, click, and then reset cycle. Cmos battery measured 3.1vdc (rated at 3.0vdc.) The tester verified all connections were secure. The cause of the reported event was confirmed to be a malfunction with the hard drive.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The imaging modalities failed test. Found corrupted files with error messages when connect to image acquisition system (ias). The medtronic representative returned to the site and replaced the ias computer with power switching board. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A site representative reported that the imaging system's pendant is "not connected." This was noticed when starting up the imaging system. Image acquisition system (ias) computer needs to be replaced. There was no patient present when this issue was identified. No further details regarding this issue were provided.

Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.